Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Device evaluation: the product was received in the replacement lens¿ daisy wheel. Additionally, patient stickers and labels for the replacement lens were received. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics, and that the lens was received almost cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 19.0 diopter intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2020. It was later explanted on (B)(6) 2020 due to patient intolerance of the new lens. There was no additional surgical intervention performed during the explant process. The replacement lens is a model zcu lens. Reportedly, there was no patient injury. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.